Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported left side rupture confirmed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius and posterior side assessed as fold flaw opening and observed opening on posterior side assessed as smooth opening. Additional observations: observed creases on the device. Observed stress marks on the device. Observed wear abrasion on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.

Event description:
Patient reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.